Event description:
Additional information received indicated that the patient had only one overdischarge. A physician mode recharge (pmr) was not performed. The device was replaced. Faulty pin connector on the recharger (insr) was the reason for ins (implantable neurostimulator) overdischarge: the pin that plugged into the recharger from the power supply had become loose and no longer worked.

Manufacturer narrative:
(B)(4). (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that an overdischarge was suspected. It was unknown the number of overdischarge events that occurred on the device. It further noted that a physician mode recharge (pmr) was performed, but the device was not successfully reset. It was noted that ¿they physician believed there was a fault with the device, but it appeared that the implantable neurostimulator (ins) had overdischarged.¿ it was noted that an impedance test was performed. It was noted that the device was explanted. Additional information reported that the patient¿s ¿battery had been flat for approximately 3 months.¿ it was noted that they were unable to communication with her ins and the programmer. It was noted that the ins was depleted.

Manufacturer narrative:
(B)(4): analysis of the implantable neurostimulator (ins 37714 restore, serial #(B)(4)) found it having a reduced battery capacity due to overdischarge. According to the trace report, poor coupling was observed on the last six recharge sessions (2-6 bars). The last recharge session was performed on (B)(6) 2013 and was not recharged again until the ins was received for analysis on 11/8/2013. There was foreign material in connector port(s). The ins recovered normally from pmr (physician mode recharge).

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).